Event description:
A distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, the distributor was contacted by a patient to report a sensor failure. According to the distributor, patient claimed that, upon sensor removal, sensor wire was not present. No medical intervention was necessary